Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency and non-obstructive urinary retention. The trial began on (B)(6) 2025. It was reported that the patient was experiencing worsening baseline symptoms of non-obstructive urinary retention. The issue was not resolved and was still ongoing. The patient was struggling a lot, worsen symptoms and they were very urged to go but urinating 3oz only, had their pants wet 3x last night. They already notified the urologist and made therapy adjustment to the left at 0.8. Advised them to continue tracking symptoms.